Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and determined that quality controls were within expected ranges at the time of the event. Siemens reviewed the instrument files and has requested additional information from the customer. The cause of the discordant, falsely elevated tni result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and an alternate instrument, resulting lower. The patient was redrawn and the new sample was tested on the initial instrument on the next day, resulting lower than the initial result. The tni result of <16 pg/ml was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.

Manufacturer narrative:
Siemens filed the initial MDR (B)(6) 2018. Additional information (29-oct-2018): siemens reviewed the data provided by the customer and determined that there was no indication of an instrument malfunction when the discordant result was obtained. A sample integrity issue potentially contributed to the discordant, falsely elevated tni result. The result and conclusion codes of section h6 were updated to reflect the new information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR on 27-sept-2018. Corrected information (3-oct-2018): the customer indicated that the sample ID (B)(6) was incorrect, and that the correct sample ID is (B)(6).